Event description:
Surgeon was screwing product 50-12004 and the head of the screw sheered off from the body. The body of the screw remains in the patient.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded.